Event description:
It was reported that during pre-case setup, the motor device "ran hot when tested". There were no delays to the planned surgical procedure. A spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. Evidence suggests this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.